Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a solid white display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received stuck in blank-flashing white lcd due to cracked lcd controller on  electrical board. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify missing segments or partial display, sensor anomalies and sensor transmitter anomalies due to blank-flashing white lcd.